Event description:
The customer reported that near the end of a hysterectomy, the device locked and could not be reopened. Tissue around the jaws was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete. A f/u report will be submitted.